Event description:
It was reported by the registered nurse that during a tvt procedure the tape enagged as it was being pulled through the suprapubic incision. The incision needed to be enlarged from approx 1/2 to 3/4 inch size up to 1 to 1 1/2 inches size to complete the procedure. Silk suture was used to secure the tape to the needles, and the procedure was completed with the device. The pt has some urge of incontinence but is voiding well.